Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report #1627487-2013-20312. It was reported, the pt is not getting effective stimulation where needed. X-rays were performed. F/u identified the pt had two surgical leads, one of which had invalid contacts. The pt received only left-sided coverage and not bilateral as required for the past 10 months. Surgical intervention was undertaken and the lead was explanted and replaced. During the procedure, the ipg was replaced because, the set screw could not engage when inserting the leads. Surgical intervention resolved the issue. Effective stimulation and coverage was achieve post-operatively.